Manufacturer narrative:
Additional information has been provided in h.3., h.6. And h.10. The company service representative examined the system and was not able to confirm or replicate the reported event. The gas supply hose was replaced as a preventative measure. No sample evaluation was required as part was replaced as preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that prior to the repair of a retinal detachment on a left eye the system inlet pressure was too low. Technical services was contacted and advised the staff to reconnect the nitrogen hose and reboot the system. The hose was reconnected and the system rebooted which resolved the issue. The priming test was completed and the surgery was initiated. When the surgeon went to remove silicone oil the system gas inlet pressure became low again. The surgery could not be completed that day but was completed two days later. The re-operation was successful and the patient is recovering.